Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the device was not functional and the bottom trigger was damaged/broken. It was determined that a complete pre-repair diagnostic assessment could not be performed. It was further determined that the leakage test failed. It was observed that there was a trigger damaged/broken comparison (improper handling) and other components were worn; including the housing labelled (failing leakage test) (normal wear). Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to improper cleaning methods and wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery handpiece device had no power. The event was not reported to have occurred during surgery. During in-house engineering evaluation, it was observed that the bottom trigger was damaged/broken. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.